Manufacturer narrative:
(B)(4). Date sent 11/13/2024. D4 batch #105d12. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload (a) loaded in the device and two reloads (b and c) present. The reload loaded (a) had the proximal 18 drivers up and the remaining drivers down with staples present, the reload (b) had 22 drivers up with the reload deck damaged, the reload (c) had 20 drivers up and the swing tab of the three reloads were in the locked position. The reload swing tabs of reload (a) and reload (c) were reset in order to fire the device. The device was tested with the returned reloads (a) and (c) and fired without any difficulties. The staple lines were complete, and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105d12, and no non-conformances were identified. The lot#129d68 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during laparoscopic colectomy, the device stopped working in the middle of deploying. Replacing with another new device, the device stopped working, so the main body was replaced with another new one and this case was completed. There were no adverse consequences to the patient. No further information is available.